Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The supply bag had become disconnected. The technical service representative (tsr) explained the alarm. The home patient (hp) will call the peritoneal dialysis nurse to see if she should do a manual drain or not. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the care giver (cg) stated that the home patient (hp) did not develop any adverse reactions or require any medical intervention. The cg stated the hp is currently performing therapy without any complications. The cg stated that after starting over with new supplies no further issues were found. The cg stated this was an isolated incident.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.